Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: description. User had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2026 to ensure the replacement products resolved the initial concern; able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Customer also calling to find out about the e5 correction. The customer called concerned with test results from results obtained of 67, 57 and 55 mg/dl. The customer stated her expected blood glucose test result is below 119 mg/dl am fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Customer has no more strips from this vial and was unable to provide lot information. The meter memory was reviewed for previous test result history: result 1: 67 mg/dl date: (B)(6) 2026 time: am fasting, result 2: 57 mg/dl date: (B)(6) 2026 time: am fasting, result 3: 55 mg/dl date: (B)(6) 2026 time: am fasting.